Event description:
It was reported that the pt was unable to adjust their stimulation. The message "call your doctor" icon displayed. A power on reset occurred. The company rep confirmed that the pt's device was "rebonded" and reset. All was working well.

Manufacturer narrative:
(B) (4)